Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were not able to calibrate the sensor but it will not accept the calibration. The customer¿s blood glucose level was 500 mg/dl at the time of incident but declined to trouble shoot for high blood glucose. The customer was advised to monitor for an hour and attempt a calibration.